Manufacturer narrative:
(B)(4). Additional lot used: lot# l17356, expiration date: 08212018, mfg date: 12/22/2017. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant results on a (B)(6) healthy staff member. The customer states that there was uncertainty regarding measured values with lots n17286 and l17356. There was no patient information available at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/19/2018. A review of the device history records confirmed the cartridge lots passed finished goods release criteria. Retain testing of g3+ cartridge lots n17286 and l17356 met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency was identified for g3+ cartridge lots n17286 and l17356.

Event description:
Na.